Manufacturer narrative:
Concomitant medical products: product ID: 8540, lot# cs2151, implanted: (B)(6) 2012, product type: accessory. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed gear train anomalies, including corrosion and/or wear and/or lubrication and a stall due to shaft- bearing. Moisture was observed on the pump head, on the inside of the inner cover, after the inner cover was removed, and after the pump head cover was removed. Corrosion and moisture was seen on the top side of gear wheel 3. Residue and wear was seen on the upper shaft of gear 2. Residue was seen in and around the bore of gear 2¿s upper jewel. (B)(4).

Event description:
It was reported that pump logs confirmed that a pump motor stall occurred on (B)(6) 2014 at 7:44pm. No tube set message and no recovery had been logged. MRI and magnetic influence had been ruled out as possible causes of the motor stall. The cause of the stall was unknown. The healthcare provider (hcp) updated the pump in attempt to restart the pump. The patient experienced underdose symptoms, specified as withdrawal. A pump replacement was required. Following the replacement, the patient recovered without sequela. The device system was used to deliver sufentanil and clonidine.